Event description:
It was reported that patient's right knee was revised due to aseptic loosening of the femur and tibia, as well as a broken femoral stem at the stem/offset bolt interface. Rep reported the patient's entire knee was revised.

Manufacturer narrative:
This report has been updated to reflect femoral component loosening. The referenced fractured femoral device confirmed by x-ray is reported in a separate MDR. An event regarding femoral and tibial loosening as well as a fracture between the femoral stem and offset component involving a (tibial) stem extender component was reported. The event was not confirmed. Device evaluation and results: not performed as the device was not returned for evaluation. A review of the provided medical records by a clinical consultant stated the following comment: x-ray confirms fractured femoral stem; need revision operative report and examination of explanted components. All devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. Review of the provided medical records by a clinical consultant stated the following comment: x-ray confirms fractured femoral stem. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including revision operative report and examination of explanted components are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
X-ray confirms fractured femoral stem. Cause not established. Need revision operative report and examination of explanted components. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right knee was revised due to aseptic loosening of the femur and tibia, as well as a broken femoral stem at the stem/ offset bolt interface. Rep reported the patient's entire knee was revised.